Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently; the metal cap and distal end of glass cap were detached and not returned; the glass cap exhibited moderate devitrification at the output window; the outer flow tubing exhibited scratch marks at the open end location. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation, due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 352419 joules of use, forward firing was noted. The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury to the patient was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.